Manufacturer narrative:
Event date (B)(6) 2017 (reported first device effected). Reported a total of 3 pumps destroyed but unknown which was the "first" pump effected.

Event description:
Information was received indicating that an adaptor has destroyed a smiths medical cadd®-solis infusion pump. It was reported that the products output was measured and that it oscillates between 7 to 19-21v. There were no reported adverse patient effects.

Manufacturer narrative:
One cadd solis hpca pump was returned for analysis. Customer's complaint of power adapter power issue was verified. Service found a faulty power socket assembly. Service replaced the faulty board. Use testing was performed. The problem source is defective component of the board and suspect power adapter.